Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device, verified the reported complaint, upgraded the boot loader software and the ventilator worked properly. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator display froze during power on. There was no patient involvement.